Event description:
It was reported that patient faced two infusion set cannulas detached from both the adhesive base and the housing during removal of the inserter housing after spring activated insertion event on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR . / initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.